Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was not evaluated, as it was reported the tip occurred due to the patient sitting on the footed of the unit. No malfunction or defect is alleged. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device tipped over. There was patient involvement, however there were no consequences or impacts to the patient.